Manufacturer narrative:
E1: initial reporter facility: (B)(6), initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The target lesion was located in an artery of lower extremity. A 150cm rubicon catheter-guide was selected for use. During the procedure, the catheter and the guide wire were entangled with each other. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The target lesion was located in an artery of lower extremity. A 150cm rubicon catheter-guide was selected for use. During the procedure, the catheter and the guide wire were entangled with each other. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: (B)(6). With the available information, boston scientific concludes: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the rubicon guide catheter was returned for evaluation. The device was visually examined to reveal no damage. A wire insertion test was performed successfully by inserting a .016" guidewire. No other issues were identified during the product analysis. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of entrapment of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as device problem exclude because the inspection of the returned device revealed no damage or irregularities.